Event description:
It was reported the perfectpasser connector fell out of the smartstitch suturing device handle intra-operative. According to the report, the connector landed outside the surgical site. The procedure was completed, however, the incident resulted in a 45-minute surgical delay. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Device 2 of 2. Reference manufacturer report: 2032380-2011-00177. Attempts to obtain additional, including the information in requested in section a of this form, were unsuccessful.